Manufacturer narrative:
The illumination of a bulb is dependent on proper installation onto a functional conventional blade and handle. Without the device in question being returned for evaluation, it is not feasible to determine what might have caused it to not illuminate. A look back of non-conformances over the past three (3) years did not show a similar defect issue therefore trending is not present.

Event description:
The customer alleges the "lamp does not light." No other details were provided and no patient injury/harm reported.